Event description:
It was reported that there was a lead integrity alert (lia) triggered due to short interval counts (sic) and high rate non-sustained episodes. It was also noted that the fluoro looked suspicious as the high voltage wires appeared to be externalized. The lead was reprogrammed. It was further reported that approximately 1.5 months later, a warning was triggered due to low pacing impedance. The lead was also reported to have a history of lead noise on a stored episode. A lead fracture was suspected. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product performance information was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pacing (tip-ring) impedance steady at 375 ohms through (B)(6) 2014, but drops out of range (76 ohms) on (B)(6) 2014. Rv tip-rv coil impedance exhibits similar performance. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two non-sustained tachycardia (nst) episodes with v-v intervals <(><<)>220 ms between (B)(6) 2014. Average of 66 v-sic/day in last 45 days. A lead failure predictor was triggered on (B)(6) 2014 for v-sics and nsts. (B)(4).